Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas and expressed intent to revert to multiple daily injections pending discussion with her healthcare provider. Symptoms included measured blood glucose in the mid-50s mg/dl and feeling tired without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose (candy) and awareness of device low-glucose alerts, with no medical intervention or assistance required beyond a family member offering help. Investigation included troubleshooting and education offered through a trainer consultation. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.